Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic upper video-assisted thoracic surgery (vats) lobectomy, the blade would not retract and felt like it kept firing when squeezing the handle. The jaws could not be opened and locked on tissue. The reload was not articulated. It was stated that the blade had come off the track. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The retract knobs were retracted to the 60 mark. The engaged reload was fully fired with the jaws clamped and the knife bar retracted to the 2cm cut line. The instrument retract knobs were retracted and the subject reload jaws opened. The subject reload was then unloaded from the instrument. The instrument was then successfully loaded with a representative device. The instrument and reload was applied to test media. All staples were placed, and test media was cleanly transected. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.